Event description:
During the procedure, as the surgeon introduced the instrument into the abdominal cavity to sever the base of the appendix, the stapler would not fire. The stapler was removed from the field; a new stapler was obtained and utilized without issue. It is unknown whether the new stapler was of the same or different lot. There were no adverse affects to the patient.